Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.